Event description:
It was reported that the patient presented in the operating room for a scheduled procedure on an unknown date. It was noted that the right ventricular lead did not provide satisfactory parameters. The physician tried to reposition the lead but the helix did not extend. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.